Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of pt case records and data analysis. The product was unavailable for return. Therefore an evaluation of the device performance was ot possible. A review of the mfg records was not possible as no lot numbers were available. All of our valves are 100% tested at the time of MFR.

Event description:
Physician indicated that the valve does not appear to be functioning properly. The pt was seen by her family doctor in 2004 with acute visual loss lasting 15 - 30 minutes. A lp was performed 2 days later with an opening pressure of 30cm of h2o. She was taken to surgery 5 days after. It was determined at that time that the distal connection of the peritoneal catheter was clogged. The shunt was performing properly, and therefore, was not replaced. In 2006, physician indicated that the valve does not appear to be functioning properly. Pt was complaining of severe headaches. Stated that lying down with head at 45 degree angle the headache did improve. Lay flat the headaches were more severe again. At about 3 days later, physician indicated that the valve does not appear to be functioning properly. Pt was seen in the office 3 days prior with complaints of headaches and blurred vision. The pt was taken to the or for a shunt revision. Attempted to flush the valve but this did not work. This valve was removed/taken apart from the peritoneal catheter and placed on the backfield and flushed. The valve had to be reprogrammed twice to get resistance correct. The valve was set at 2.0.